Event description:
In this event it was reported that a propex ii apex locator provided incorrect measurements; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and evaluated. The evaluation found that the battery would not charge and the hook and measuring wire did not have correct electrical contact. The device was repaired and returned to the customer.